Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump alarmed during prime, and the drive support cap was sticking out. No further information was provided.

Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. No prime alarm. Scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.